Event description:
It was reported that during surgery, the shell inserter tip broke and remained in the shell. The surgery was completed with another device and no broken pieces were left in the patient. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00875305801 lot# 65516341 58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners. G2: foreign ¿ (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: visual examination of the provided picture identified the tip of the inserter may be fractured, but without a full view of the end of the device it cannot be confirmed if it's fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. The provided picture does not provide a full view of the distal tip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. Fractured piece(s) were not returned with the device for review. No other damage was noted. Root cause unchanged. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.